Event description:
The doctor reported via phone call that the insulin pump had a blank display. The doctor stated that the customer was in intensive care for chronic obstructive pulmonary disease, a cause unrelated to diabetes. She stated that the insulin pump had been off for so long that the battery died, but when the battery was replaced, the display remained blank. The customer used 8 different batteries, and the doctor tried 2 other new batteries, but the insulin pump still did not work. The caller did not know the blood glucose reading. The caller reported that the battery cap was cracked at its threading. The caller did not know how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump was monitored, and no blank display anomalies were noted. No damage was noted on the lcd isolation tape. However, the pump was received with minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip.